Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('she had severe nickel allergy'), genital haemorrhage ('heavy bleeding'), seizure ('seizure') and autonomic neuropathy ('autonomic neuropathy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), autonomic neuropathy (seriousness criterion medically significant), headache ("headache"), acne ("acne") and dyspepsia ("digestive disorder"). The patient was treated with surgery (hysterectomy (full) of uterus and fallopian tube). Essure was removed. At the time of the report, the allergy to metals, genital haemorrhage, seizure, autonomic neuropathy, headache, acne and dyspepsia outcome was unknown. The reporter considered acne, allergy to metals, autonomic neuropathy, dyspepsia, genital haemorrhage, headache and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('she had severe nickel allergy'), genital haemorrhage ('heavy bleeding') and seizure ('seizure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), headache ("headache"), acne ("acne"), dyspepsia ("digestive disorder") and autonomic neuropathy ("autonomic neuropathy"). The patient was treated with surgery (hysterectomy (full) of uterus and fallopian tube). Essure was removed. At the time of the report, the allergy to metals, genital haemorrhage, seizure, headache, acne, dyspepsia and autonomic neuropathy outcome was unknown. The reporter considered acne, allergy to metals, autonomic neuropathy, dyspepsia, genital haemorrhage, headache and seizure to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.